Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint, however the fse did replace the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles, and sat idle for one hour. No errors related to the original complaint were found.

Event description:
It was reported that the customer called to inform that several endoscope controller (ec) and endoscope-related issues had recently occurred. One endoscope would not calibrate and another switched between eyes on its own; both issues were resolved, and the procedure was completed. However, similar issues had occurred with another endoscope on the same system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause may be attributed to a poor endoscope connection (e.g., debris on the connector), setup issues, or damaged vision components. Damage may result from an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing (e.g., excessive heat exposure during sterilization).